Event description:
It was reported that for a patient with hemodynamic instability, a picco catheter was requested for invasive hemodynamic monitoring by medical indication. At the time of connecting to the right femoral arterial line, a fluid leak was observed in the arterial transducer, it is verified on 3 occasions, keys are adjusted, however the incident persists, for this reason the patient's hemodynamics cannot be taken and a change of the medical device was required.

Manufacturer narrative:
The following similar device is under complaint (B)(4), lot 22bg01, catalogue: 6885049, manufacturing date 02-28-2022, expiration date 01-31-2025, UDI (B)(4). A supplemental emdr will be sent when the investigation is completed.

Event description:
Manufacturer reference#: (B)(4).

Manufacturer narrative:
We have completed our investigation of customer complaint#: (B)(4). Problem description: it has been reported that a leakage at the pressure transducer occurred. All locks were checked three times, but the leakage persisted. No harm to the patient was reported. Investigation results: the provided video clearly showed a leakage of the pressure transducer. The device was not available for an investigation. A visual inspection of a retained sample from the same lot did not show any deviation. Furthermore, the leakage test was performed without finding. No leakage occurred. Therefore, a root cause regarding manufacturing issues can be excluded. However, the root cause of this issue can not be defined. Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. Here is no indication for a systematic root cause as a deficiency of design, production or material considering the very low complaint rate (< 0,01 %, considering root cause). Based on the information stated above, no additional actions will be taken. The complaint will be closed. The following similar device is under complaint: pv8215, lot: 22bg01, catalogue: 6885049, manufacturing date: 02-28-2022, expiration date: 01-31-2025, UDI (B)(4).